Event description:
Info received that the siderail was loose. No injury reported.

Manufacturer narrative:
Tech found the screw had worked its way out of the siderail, causing it not to work correctly. Replaced the screw to siderail to resolve this issue.